Event description:
It was reported that device presented no disposable alarm on both primary and alternate pump. Patient reports five cassettes had to be discarded due to reported event. In addition, three of the five cassettes/extension sets leaked and were either changed and/or discarded. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. No information provided to date. Lot number is unknown. No information provided to date. Operator of device: is unknown. No information provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.